Event description:
While analyzing a patient the device failed to return a "shock advised" determination and charge to the selected energy for what appeared to be a ventricular fibrillation heart rhythm. The clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.